Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation still in progress. Device not received yet by manufacturer.

Event description:
Mobi-c p&f us : disassembled. From information provided, "the implant become detached from the inserter with almost no movement. It was properly loaded." Surgery was completed successfully with another device. No impact on patient. No delay. Additional information was received, disassembly happened during insertion. According to reporter, disc space was under distraction & about resistance, surgeon encountered just the normal amount expect when inserting implant. Reporter has no information about angle or rotation at the insertion and has no image of the operation. Investigation still in progress.

Manufacturer narrative:
The product was returned to ldr , and the decontamination form was received on november 2018 so technical evaluation could be performed. The device was found compliant . Evaluation shows that there are marks on jaws which indicated that the issue is probably related to a poor size choice . The review of the device history records and review of traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the review of the case and the recurrence of this type of event for this implant , the probable root cause is related to a wrong choice of implant size from the beginning. However , due to the lack of information on the surgical steps followed during this surgery , the exact root cause remain undetermined. The investigation found no evidence on a device issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be sent.

Event description:
Mobi-c p&f us : disassembled. From information provided, the implant become detached from the inserter with almost no movement. It was properly loaded. Surgery was completed successfully with another device of different size . No impact on patient. No delay. Additional information was received, disassembly happened during insertion. According to reporter, disc space was under distraction & about resistance, surgeon encountered just the normal amount expect when inserting implant. Reporter has no information about angle or rotation at the insertion and has no image of the operation. The device was examined by the manufacturer and shows no deviation .